Manufacturer narrative:
The lead has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increasing pace impedance measurements, including high out of range pace impedance measurements. Additionally, threshold measurements had also increased and loss of capture was observed. The lead was explanted and successfully replaced. No adverse patient effects were reported.